Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 524 mg/dl. The customer experienced symptoms such as ketones. The customer was treated with IV fluids. The customer was wearing the insulin pump during the hospitalization. The customer stated that they had issues with inserting their infusion sets. The customer was advised to replace the infusion sets and to monitor the issue. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir do not leak. And not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.